Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open distally, encountered severe friction or difficulty during advancement, and was stuck in the distal section of the phenom microcatheter during deployment. The patient was undergoing surgery for treatment of a saccular, unruptured right side aneurysm with a max diameter of 8mm and a 5mm neck diameter. The landing zone was 3mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure was "ok". It was reported that during the procedure, the stent was very difficult to push starting from the middle part of the microcatheter. The final part was very difficult to arrive in the deployment zone and they needed a torque to push and the distal pusher had some kinks due to it. Once deployment was initiated, the stent opened with difficulty and it was impossible to resheath despite relieving tension. The stent was pulled out of the patient because it was stuck in the phenom and impossible to resheath and to advance in the distal landing zone. Even outside the patient, the stent was impossible to pull inside the catheter. The catheter was flushed continuously with heparinized saline. The physician released the load (slack) in the system in an attempt to resolve the issue, but the issue was not resolved. The catheter was not damaged. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0630-1s (228515387); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the braid was returned inside the inner pouch, biohazard bag, and shipping box. There was no pushwire returned with the braid. ¿ visual inspection/damage location details: the distal end of the braid appeared not opened due to the damaged braid. The proximal end of the braid was found open and frayed. No other anomalies were observed. ¿ testing/analysis: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.